Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d8, d9, g3, h2, h3, h4, h6, h10, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to the regional repair center for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion on coupler unit. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head rubber seal was torn. The issue occurred during procedure. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the camera head rubber seal was torn. The issue occurred during procedure. There were no reports of patient harm.